Manufacturer narrative:
The right mandibular component was revised due to material sensitivity. Multiple MDR's were filed for this event (see associated report 2031049-2020-00044).

Event description:
The patient's right tmj mandibular component was revised due to material sensitivity.